Event description:
Healthcare professional reported "ruptured prostheses and silicone migration. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional additionally reported "extracapsular on the left with siliconomas in the armpit, signs of rupture of both prostheses, with the presence of silicone in left axillary lymph nodes.¿ ¿siliconomas in the armpit, presence of silicone in left axillary lymph nodes.¿ and ¿, numerous solid hypoechoic nodules with circumscribed margins and benign characteristics, the largest in uoq rd.¿- which is not device related and ¿16 mm, with a cystic area inside¿ - which is not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Observed a missing piece of shell assessed as inconclusive. Silicone migration: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Cyst: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional additionally reported "extracapsular on the left with siliconomas in the armpit, signs of rupture of both prostheses, with the presence of silicone in left axillary lymph nodes.¿ ¿siliconomas in the armpit, presence of silicone in left axillary lymph nodes.¿ and ¿, numerous solid hypoechoic nodules with circumscribed margins and benign characteristics, the largest in uoq rd.¿- which is not device related and ¿16 mm, with a cystic area inside¿ - which is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "ruptured prostheses and silicone migration. Healthcare professional later reported capsular contracture baker grade iii. The device remains implanted.